Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Initial notes: customer stated that she is new to the pump and is not yet connected but is using the sensor. Inquired what led up to the complaint. Customer response: customer is new to sensor technology and has a number of questions. Customer indicates serious injury/hospitalization: no calibration error alert (6 day) t/s per (B)(4). Patient's bg at time of incident: 188 mg/dl. Expl alarm and possible causes. 1. Verifie...